Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced a performance decrement with pain and dizziness. The patient was hospitalized for one night (date not reported) due to suspected labyrinthitis, further investigation showed that labyrinthitis was not present. The implanted device remains.